Manufacturer narrative:
The date received by manufacturer on the initial report was incorrect. Correct date is (B)(4) 2013.

Manufacturer narrative:
The actual attachment device was received and evaluated. Reliability engineering completed an evaluation of the device. A dimensional assessment was performed which confirmed that locking flat feature does not meet specification. Therefore, the reported condition was confirmed. Evidence indicates this was due a misload on the flat making machine. This issue will be investigated through CAPA. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the "groove in the handpiece shaft looks different than the others and could not insert the attachment." It was unknown to the reporter if the planned surgical procedure was completed without delay or if an identical spare device was available for use. There was no patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.